Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (522 mg/dl) and the cause was not known. High bg was address with a correction bolus via the pump and consumption of water. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the event with a healthcare provider.